Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, minor scratches on the display window, a broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No moisture damage was noted on the motor assembly or electronic assembly during the visual inspection.

Event description:
It was reported that the customer got caught in a rain storm and had a button error alarm on the insulin pump. Customer's current blood glucose level was 86mg/dl. Customer stated that she checked her blood glucose level after the pump got wet and it was 114mg/dl. Customer reported that the pump stopped working after she checked her blood glucose level. Insulin pump will need to be replaced. No additional info provided.